Event description:
The customer reported elevated troponin I (accutni) and creatine kinase-mb (ck-mb) results, for one patient, involving access 2 immunoassay system. The customer received wash valve and pump motion system errors. Subsequent testing, on access 2 immunoassay system and an alternate methodology, produced lower troponin I and ck-mb results, within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
The customer decided to perform troubleshooting on the unit. Beckman coulter customer technical support (cts) advised the customer of the potential biohazards and safety hazards associated with system troubleshooting. The customer was advised to remove jewelry and to wear and use proper equipment to minimize risks. The customer acknowledged and performed system troubleshooting. Cts guided the customer through disassembling, cleaning, and re-assembling the wash valve. The customer performed a successful system check and quality control (qc) was within specification. The customer performed quality control (qc) prior to the event and it was within specification.